Manufacturer narrative:
A quote was sent to the customer for a system diagnosis of the epiq cvx ultrasound system, however the customer declined service, support or repair. No patient or user harm was reported as a result of this reported issue.

Event description:
A customer reported that the electronic lock on an epiq cvx ultrasound system's swivel console is intermittent. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue.

Event description:
A customer reported that the electronic lock on an epiq cvx ultrasound system's swivel console is intermittent. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. Philiips has started an investigation to determine the root cause of the issue. A follow up report will be provided upon investigation completion.